Event description:
It was reported that patient received an alert for high impedance. Lead was capped and replaced. A new lead was implanted and high impedance was still found. Device was explanted and replaced. All measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of high impedance measurement was confirmed in the laboratory by reviewing the programmer printouts. The device was tested on bench and no anomalies were observed. The cause for high impedance was found to be broken ground case wire in x-ray.